Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing o-ring reservoir tube. The insulin pump received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 334 mg/dl at the time of the incident. The customer stated treated high blood glucose with a manual injection. The insulin pump is cracked at the top of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.